Manufacturer narrative:
(B)(4). Devicves not received, log review only. The customer has requested an event lot review. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Event description:
The customer reported that they had an incident where a pump did not alarm when expected or did alarm and was ignored during an infusion of morphine. As a result, an overinfusion occurred. No pt harm or medical intervention was reported. Although requested, no add'l info was provided.